Manufacturer narrative:
Report confirmed. Evaluation determined that foot was perforated/cut by the tool. The likely cause of failure is improper cleaning of the device. It was also noted the foot was worn and the color band was detached. Previous investigation performed under (B)(4) determined that the likely causes are debris in the collet and improper insertion of the tool. The device user manual warnings section includes instructions to properly clean all reusable devices prior to use. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of attachment damaged. It was reported that there was no patient involvement. Repair request escalated to a product event based on reason for return. It was noted that the device was returned in less than 90 days from purchase or repair.